Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported via merlin.net transmission that an alert for an error message displayed stating erroneous parameter values were detected. The device was reprogrammed to nominal settings and the error message was cleared. The device remains implanted.